Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 49 mg/dl. Customer treated with a bowl of cereal. Customer stated that the pump was just in his pocket. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer declined the loaner pump. Customer was advised that his setting would not be able to be retrieved from the pump that has a button error. Customer was advised that his settings from his last upload from (B)(4) can be retrieved, but it will not reflect any changes made on settings after that. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).